Event description:
The complaint is an insulin dependent diabetic who adjusts insulin dosage based on blood glucose values. Complainant indicated that on 5/28/00, complainant had a fasting blood glucose of 408mg/dl. Based on this result, complainant adjusted insulin regime accordingly. Approximately an hour and half later the complainant started to "feel shaky" and took add'l readings with the elite system. The results were in the 230-330mg/dl range. Still not feeling well, complainant performed a comparative blood glucose measurement using a competitive system and the result was 32mg/dl. While on the phone, a review of the operation of the system was made. Electronic checks were performed and one result was outside the acceptable range. However, upon subsequent tests the high check strip result could not be duplicated. The customer did not have any control solution for add'l trouble shooting. The instrument system was requested to be returned for eval.